Event description:
The following was reported to hamiton medical ag: te 231008 (o2 valve leak) error arose during the flow sensor calibration, no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).